Event description:
Clinic notes were received that the patient is referred for generator replacement to move the generator medially and replace it with a smaller generator to eliminate pain. No known surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient underwent generator replacement surgery. Attempts for the return of the generator were made and it was reported that the explanted generator will not be returned due to the explanting facility¿s return policy.